Event description:
A facility reported smells of burnt components and the circuit breaker pops when hooked up to the dermatome ((B)(6)). It is unknown if there was patient contact and no patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The dermatome (ID 3539250) was returned for evaluation. Failure analysis - the reason for return could not be duplicated, the hand piece passed all functional testing. Moisture spots were found on the motor. The burning smell the customer experienced could have been from the motor if it was still wet during use, or warm from the sterilization process. Could not confirm exactly if that was the case. No material non conformances or variances were discovered, and there was no patient injury. Root cause analysis- the exact root cause is undetermined, however it is suspected that the burning smell and popping could have been associated with moisture/heat in the motor from the sterilization process, as moisture spots were discovered on the motor. During evaluation, the burning smell could not be duplicated.

Event description:
N/a.